Event description:
Revision due to implant fracture. A 40 minute delay in surgery due to trying to remove the remains of the liner from cup.

Manufacturer narrative:
Examination of the returned liner/cup construct confirms a material fracture to the face of the ceramic device as reported. The positioning of the liner within the cup is noted to be misaligned. It is known that impacting a ceramic liner when inadvertently not properly aligned within the cup can contribute to this type of fracture. Device history records have been reviewed for both product/lot combinations with no related deviations or anomalies found. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.